Event description:
The advocate stated the customer tested her blood glucose and received a reading of 579 mg/dl using her contour meter. The customer's glucose was retested using another meter and that reading was 137 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be reported for evaluation. Replacement products were sent to the customer.